Event description:
After undergoing tonsillextormy and adenoidectomy, surgeon proceeded to use laser on turbinates. Immediately, blood pressure and pulse dropped followed by a loss of palpated pulse. Cardiopulmonary resuscitation was initiated and medications were administered. Low grade fever noted and dantrolene administered while evaluating patient after circulation restored. Patient transferred to pediatric intensive care unit. Event most consistent with air embolism.